Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue replaced the batteries. The stm then completed a full pm and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
A getinge service territory (stm) reported that during routine preventive maintenance (pm) of a cs300 intra-aortic balloon pump (iabp) the battery failed the portable run time test. There was no patient involvement and no adverse event was reported.